Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were experiencing high blood glucose level due to infusion set not adhering. Blood glucose level at the time of the incident was 600 mg/dl which was treated with shots. Customer completed troubleshooting. The insulin pump was not returned for analysis.